Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that 3 weeks prior to this report, the patient had an appointment with her managing hcp (health care provider) to have her pump decreased by 20%, but the hcp was not able to and ¿couldn¿t get it to work¿. The hcp was planning to get assistance at the patient¿s next appointment on (B)(6) 2014. The device system was delivering bupivacaine, baclofen, and dilaudid. It was later reported that the patient was receiving effective therapy.

Event description:
Additional information was received and it was reported that as of the date of this report, the patient was continuing to reduce her drug and she was planning to have the pump explanted when she cut ties with her physician. The patient was looking for a physician that would fill the pump with saline and program it to run at minimum rate.